Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot : 2025239, medical device expiration date: 31-dec-2026, device manufacture date: 25-jan-2022, medical device lot#: 2010821, medical device expiration date: 31-dec-2026, device manufacture date: 10-jan-2022, medical device lot#: 2024137, medical device expiration date: 31-dec-2026, device manufacture date: 24-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd safetyglide¿ needles each from lots: 2025239, 2010821, and 2024137 were blocked during the vaccine injection. The following information was provided by the initial reporter: "hard to push the vaccine in, like it is got an air bubble/ plug at the hub and they need to push extra hard to get the vaccine through".

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch numbers 2025239, 2010821 and 2024137. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from batch 2025239 was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. See h10.

Event description:
It was reported that 100 bd safetyglide¿ needles each from lots 2025239, 2010821, and 2024137 were blocked during the vaccine injection. The following information was provided by the initial reporter: "hard to push the vaccine in, like it is got an air bubble/ plug at the hub and they need to push extra hard to get the vaccine through".